Event description:
The complainant reported that during a routine replacement of the enteral feeding device on a female, there was observed through endoscopy, some bleeding and an ulcer on the gastric wall. The replacement was completed using another device and there were no additional adverse affects reported.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. This device has been received by this manufacturer, but the evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.